Event description:
Boston scientific crm received information that, during the implant procedure of this right ventricular (rv) lead , this patient developed a left-sided pneumothorax. This patient remained stable, so no drainage was needed. It was also noted that during defibrilation threshold (dft) testing, four appropriate shocks were delivered, but were unable to convert the induced ventricular fibrillation (vf) arrhythmia. Therefore, the physician had to use external defibrillation. It was suspected that the coat of trapped air in the left side of the chest could have contributed to the failed dft testing, and some failed external shocks during the implant procedure. The physician elected to change this rv lead to a dual coil shocking lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was replaced, but will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.